Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the tear in the catheter was unknown. The 8709, implanted (B)(6)1999., remained in the intrathecal space with the new pump segment attached. The portion of the catheter was discarded by the account and no analysis was requested by the physician. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-apr-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 500 mcg/ml at 300 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2018 during a procedure. It was reported during pump replacement the doctor noticed the catheter was leaking and a small tear was noted in the catheter pocket site. A revision kit 8596sc was used and a new pump attached. It was noted they repaired the catheter by adding a new pump segment (8596sc)and cerebrospinal fluid (csf) flow from the catheter was seen. The patient did not have any signs or symptoms and the patient denied any falls or injuries. The issue was resolved during surgery and at the time of this report. The patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history was asked, but unknown. Other medications the patient was taking at the time of the event was unable to obtain, not available. No further complications were reported/anticipated or expected.